Manufacturer narrative:
Medical review: review of the complaint file indicates the haptic of (B)(4) iol lens was torn off during insertion. The lens was reportedly cut into pieces to be removed from the eye. A back up lens with same size and diopter was implanted. Mild corneal swelling was reported, but it was completely gone the next morning post-op. The lens loading error was reported to be the cause of the accident. Based on the complaint information, the event was surgical factor related. The medical device is not the cause of the event. Based on the complaint history, work order search and medical review , the most probable root cause of this incident was loading error. The medical device is not the cause of the event. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's eye. The scrub tech loaded the lens once, it was not properly loaded, so the lens was removed from the nanopoint injector and reloaded. As the physician was inserting the lens, the trailing haptic tore off. The physician enlarged the incision to 3mm and the lens was cut into pieces to remove from the eye. The backup lens was implanted, same model and size. One suture was used to close the wound. The patient had a little corneal swelling but it was completely gone by the next morning. Reporter said the corneal edema was caused by the damaged lens. Loading error was the cause of the damaged lens. The lens was discarded by the facility.

Manufacturer narrative:
Pt weight: unk. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Event problem codes: (B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4). Device discarded by facility.